Manufacturer narrative:
The 14fr esheath was returned to edwards for evaluation. Visual inspection of the sheath revealed the sheath liner was lifted 1.5 inches distal to the strain relief and 2.5 inches in length. The remaining 6.5 inches to the strain relief was unexpanded. The tip remained unopened. The soft tip had minor damage. A liner strand was also observed 0.5 inches in length, distal to the strain relief. The sheath was kinked 4 inches from the strain relief and 1 inch from the distal tip. Following the removal of the strain relief, multiple liner strains were found, potentially due to the valve retrieval through the sheath. Review of the provided procedural cine revealed a non-edwards device in the access vessel, which appeared to be tortuous. The remaining imagery was not relevant to the evaluation. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed other similar complaints for the appropriate complaint codes. Definite root causes could not be determined. Complaint history review from june 2020 to may 2021 for the edwards esheath (all models and sizes) revealed similar events for the associated complaint codes. No edwards device defects were identified in the evaluations. Available information suggests that procedural factors (bent valve strut, damaged valve, excessive manipulation due to difficulties with ds insertion/withdrawal, high push force, improper crimping, incomplete loader advancement, valve strut caught on liner, withdrawal of burst/torn balloon, withdrawal of damaged valve) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. Sheath liner tears have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the evaluation of the returned device. No manufacturing non-conformances were identified through the evaluation of the returned device. A review of manufacturing mitigations, device history record, complaint history, and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The complaint description states, 'while inserting the valve, a mechanical stop was experienced within the esheath about 7 cm and the direction was medial. It was more like a bulge at the medial part and the catheter was stuck in that bulge.' Per the training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' It is possible that patient factors can contribute to the complaint event. The provided imagery revealed tortuosity of the patient's access vessel. Tortuosity can create a challenging pathway for delivery system insertion through the sheath. Additionally, it can create suboptimal angles for delivery system insertion/advancement through the sheath, leading to high push force and resistance. The kinks on the sheath shaft are indicative of the sheath's interaction with tortuous anatomy. The presence of calcification within the access vessel can create a constrained condition and prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. The observed damages to the soft tip indicates the sheath may have interacted with calcification. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As resistance was met during system advancement through the sheath, the excessive push force likely was applied to advance the delivery system. Compounded with vessel tortuosity, the sheath likely kinked thereafter. The liner tear and strands likely occurred due to excessive device manipulation during advancement of delivery system and withdrawal and non-coaxial insertion of the delivery system through the sheath due to tortuosity. As the device was manipulated to overcome the observed resistance and continue to advance forward and move back during withdrawal, it may have resulted in valve strut interaction with the sheath liner, leading to the observed liner tears and strands. Available information suggests patient factors (vessel calcification) may have contributed to the initial resistance reported during the advancement of the delivery system and valve through the sheath. Procedural factors (excessive push force, manipulation of the devices, valve catching on the liner) may have contributed to the sheath kinking, liner tear and liner strands. No labeling or IFU/training inadequacies were identified, a product risk assessment (pra) was previously initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Control limits are managed and assessed one a monthly review basis.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Pre-decontamination evaluation of the returned esheath indicated a liner tear and a liner strand were present. The liner strand measured 0.5 inches in length, distal to the strain relief. As reported by our affiliate in (B)(6) , a 26mm sapien 3 ultra valve was implanted in the aortic position by the transfemoral approach. A 14fr esheath was inserted into the right common femoral artery (cfa) without issue. During the insertion of the valve into the sheath, the extra stiff wire was accidentally removed from the left ventricle (lv). A new lv access was required. The sapien 3 ultra valve and commander delivery system were removed. During the maneuver, the valve got stuck in the sheath. The esheath, valve and delivery system were removed altogether. A new esheath was inserted into the right cfa without issue. While inserting the valve, a 'mechanical stop' was experienced within the esheath about 7 cm and the direction was medial. 'It was more like a bulge at the medial part and the catheter was stuck in that bulge.' The sheath, valve and delivery system were removed together. After removing the devices, a kink in the sheath with the catheter 'drilling' into the wall of the sheath was observed. No tears were seen. A third esheath was inserted into the right cfa without issue. The esheath was fully advanced to the skin level with an extra stiff wire was placed in the lv to optimize the delivery system guidance through esheath. However, the new valve could not be advanced through the esheath. The third esheath, valve and delivery system were removed. The access was changed to left cfa access, followed by the implantation of a self-expandable valve. There was no reported vascular injury. A non-edwards valve was implanted without any problems. The access site was closed, and the patient was transferred in stable condition. At the time of the report, the patient was in stable condition and scheduled to be discharged on postoperative day 3. The access vessel minimum luminal diameter measured 8.3mm with calcification present. The devices were returned to edwards for evaluation. A liner strand was observed during the pre-decontamination evaluation of one of the returned sheaths.